Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal device functioned resumed. No patient symtoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.